Event description:
Patient sample identification (sid) number (B)(4) was misread as (B)(4) on the advia 2120i with dual aspirate autosampler. The lab did not have any work orders for (B)(4). The operator manually associated the results with (B)(4) and reported the results to the physician. There are no known reports of patient intervention or adverse health consequences due to the incorrect sid being associated with the patient sample.

Manufacturer narrative:
Siemens healthcare diagnostics (siemens) clinical service engineer (cse) submitted the complaint regarding an erroneous barcode read on the advia 2120i with dual aspirate autosampler. The investigation determined that the cause of the event is due to the customer using code 39 barcode symbology without a check digit. As per the advia 2120i operator guide, siemens recommends the use of code 39 with the check digit active. The instrument is performing according to specifications. No further evaluation of this device is required.